Event description:
It was reported that after pump replacement the pt continued to experience loss of pain control and withdrawal symptoms. A catheter dye study was done which noted a new catheter disruption. The catheter was replaced. The hcp increased the rate due to loss of pain control. Patient then experienced symptoms of overdose. The rate was returned to baseline. The pt recovered without sequela and now has good pain control.